Event description:
It was reported to 9600emi had a crack in the outer shielding of the interconnect cable. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the interconnect cable. The system operates as intended.